Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug, dose, and concentration via an implantable pump for no known indication for use. It was reported the pump was removed and patient developed spinal meningitis as a result of the pump. The pump was implanted for 2 months. No additional information was known at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.